Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic with the right atrial lead exhibited high thresholds in (B)(6), with no other electrical anomalies. The patient was brought in to the operating room, a fluoroscopy was performed the lead had dislodged. An attempt was made to reposition, the lead helix would not extend. The lead was explanted and replaced successfully, the patient tolerated the procedure well.